Event description:
Customer reports the softclix plus lancet (bas026) will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed that the lancet protrudes beyond the device cap upon insertion; device does not prime/release. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the softclix plus lancet.